Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of dobutamine, at rate of 5mcg/kg/min, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the pt was reportedly not tolerating the dobutamine dur to an unspecified elevated heart rate and the physician ordered that the medication be changed to levophed. The customer contact reported that during the programming of the device, to deliver an unspecified concentration of levophed, at a rate of 10mcg/kg/min, the nurse reported a whitescreen error occurred. It was reported that the tubing set could not be ejected from the device. The device was removed from clinical service. The customer contact reported that the pt's systolic blood pressure decreased to the 50's. After an unspecified length of time, the customer contact reported that therapy was initiated using a replacement device, a new container, and tubing set. The customer contact indicated that after the therapy was resumed, the pt's blood pressure returned to an unspecified baseline level. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.